Event description:
Kimberly-clark received a report from a device distributor in (B)(4), stating, "0110-12lv tube was placed on the patient on 2010/(B)(6). On 2010/(B)(6) the tube tip caused perforation on gastric wall. Unaware of the perforation, nutrition was injected. This caused peritonitis and the patient became in a state of shock. The patient passed away on the same day." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified (B)(4).

Manufacturer narrative:
We were unable to review the device history record as a lot number was not provided. The device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark for evaluation.